Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported that the patient acquired an infection. The patient was hospitalized and given antibiotics. The physician is unsure of the cause of the infection. The patient remains under medical supervision and there have been no reports of further complications regarding this event.